Event description:
It was initially reported that the patient's device was showing high lead impedance. The device has been disabled and is not expected to be replaced at this time. There is no known cause for the high lead impedance at this time. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.